Manufacturer narrative:
(B)(4).

Event description:
On 06may2020 a letter was received from the FDA with mw5094227, dated 27apr2020. An eye care provider (ecp) reported a ¿patient (pt) sleeps in extended wear contact lenses and now has a corneal ulcer.¿ the pt was reported wearing an "acuvue oasys toric extended wear contact lens¿ (acuvue® oasys® for astigmatism brand contact lenses) at the time of the event. The date of the event is reported as (B)(6) 2020. The physician reported the outcome as ¿disability/permanent damage.¿ it is unknown which eye was the affected eye. No additional information was provided. No contact information was provided for the reporting ecp or the pt. Unable to follow-up for additional medical or product information. The suspect lot number was not provided. No additional investigation can be conducted. It is unknown if the suspect contact lens is available for return for evaluation. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.